Event description:
It was reported that on the day of implant, three episodes were recorded within one minute of each other, which appeared to be loss of contact. It was further reported that real-time ECG (electrocardiogram) showed a negative deflection of the qrs complex and t-wave. One episode also appeared to show the t-wave larger than the qrs and with double-counting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).